Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a missing label was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during r&d testing in (B)(6), we observed a 13x75mm bd vacutainer® sst¿ tube without a tube label."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "during r&d testing in franklin lakes, we observed a 13x75mm bd vacutainer® sst¿ tube without a tube label."